Event description:
It was reported that the patient was treated at the emergency room (ER) three times between august and (B)(6) 2011. The reporter stated that the patient's blood glucose (bg) was >500mg/dl, and the patient experienced large ketones, stomach pain, and emesis each time. The reporter said that the patient was driven by car to the ER, was treated with intravenous fluids and medications, and released to home the same day using pump therapy. The reporter was unwilling or unable to provide additional details about dates, treatment, or bg readings. In addition, the reporter refused to trouble shoot the pump with customer support. This complaint is being reported because the patient received medical treatment for hyperglycemia that occurred while using insulin pump therapy.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.